Event description:
Reporter indicated that at a pt's initial dosing appointment, the vns generator was found to be at 1ma, 20hz, 30 seconds on time, and 60 minutes off time. The physician reported that there was an interrupted system diagnostics test at the office visit; however, it is unclear if the unintended settings occurred due to that test or before the office visit.